Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a chronic total occluded lesion in the superficial femoral artery (sfa). The armada 18 balloon catheter was advanced without resistance to the lesion and inflated to 8 atmospheres (atm) pressure without any issues for pre-dilatation. However, at the second inflation, the balloon would not inflate. The device deflated successfully and contrast mix was appropriate 1:1 mixture of contrast medium / water. The device was withdrawn with no resistance noted. Another armada 18 balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determine that the reported inflation issue was due to operational context.